Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to pinhole in the bending section cover. Also, evaluation found the following: due to damage on charged coupled device unit, insulation resistance value did not meet the standard value; adhesive on bending section cover had a chip; adhesive around objective lens was peeled; control unit had a scratch; switch 1 had a scratch; angulation lever had a scratch; right/left plate had a scratch; grip had a scratch; light guide-cover glass had a scratch; light guide connector had a scratch; protector of the video cable section had a scratch; video connector had a scratch; video connector case had a crack, a scratch, and was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the missing adhesive could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the endoeye flex deflectable videoscope had air/water leakages. There was no reported patient harm or impact due to this event. During the device evaluation at olympus, the following reportable malfunction was identified: the bending section cover was falling off.